Manufacturer narrative:
UDI section, expiration date are unknown; device is a purchased finished good, information has not been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported that the product was inserted into a patient that was in cardiopulmonary arrest and the customer performed a CPR (cardiopulmonary resuscitation). Upon arrival at the hospital, when the patient was about to be admitted to the hospital, an inhalator was connected to the product, which then came into contact with the door of the hospital entrance. At that time, the base part of the product broke off (or bent). There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient. No additional information is available for this complaint.